Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed bent or deformed helix. Moreover, measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted and was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model, not implanted and was returned for analysis. No adverse patient effects were reported.